Manufacturer narrative:
Corrected manufacture date: november 10, 2011. The lot # for this device is 205537982

Manufacturer narrative:
(B)(4). Medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was not out of specification in an "as received condition". The report is inconclusive as to the cause of the reported product problem. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. The device description <(>&<)> intended use the integrated power console (ipc) system is indicated for the incision / cutting, removal, drilling, and sawing of soft and hard tissue and bone, and biomaterials in neurosurgical (cranial, craniofacial) orthopedic, arthroscopic, spinal, sternotomy, and general surgical procedures. The system consists of a power control console, footswitch, connection cables, and assorted handpieces to drive various burs, blades, drills, rasps, cannulae, and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant. The ef200 multifunction foot control unit allows control of handpiece selection, handpiece speed, and mode selection. When used with drills and microdebriders, the top blue button enables the inactive handpiece selection. The function of the foot pedal, and the left and right blue buttons is determined by the attached device. Each button must be depressed and held for a definable amount of time (100 ms by default). The initial reporter of the event included pictures of the front and back of the vesalius device used. The labeling on the back of the vesalius device includes the symbol for non-ionizing radiation, indicating that the device can be a source of electromagnetic energy. No other issues were reported during the event or identified during the repair evaluations of the ipc system (foot pedal, handpiece <(>&<)> power console), which consisted of the console, footswitch, and stylus handpiece. Because the devices were within their specifications, it is likely that the system was affected by electromagnetic energy generated by the vesalius device. Ipc IFU 68e4072 rev e was reviewed. Warning w7 states, "this medical device complies with en60601-1-2 safety standard for electromagnetic compatibility, requirements and test. However, if this equipment is operated in the presence of high levels of electromagnetic interference (emi) or highly sensitive equipment, interference may be encountered and the user should take whatever steps are necessary to eliminate or reduce the source of the interference. Diminished performance may lengthen operating time for anesthetized patient." Additional warnings for the ipc include (but are not limited to): w3: "when not operating handpiece, eliminate accidental foot control activation. Control energy to and through the handpiece to prevent unintended tissue, bone, or nerve resection." W12: "the ipc system should not be used adjacent to or stacked with other equipment. If adjacent or stacked use is necessary, the ipc system should be observed to verify normal operation in the configuration in which it will be used." W31: "do not place motor, attachment and tool on the patient or in an unsecured location during surgery."

Event description:
It was reported that "the problem occurred during a surgery where they were using both the drill and the monopolar scalpel. The drill was lying on an instrument table near the nurse (the power console was on). When the surgeon activated the monopolar device, the drill on the instrument table started to run. The customer related that the two consoles were located one on each side of the patient's bed and the wires were not twisted. The day after the event there were tests performed in the or with the same equipment and effectively the problems persist; there appears to be some kind of interference between the two devices. The problem did not recur when the foot pedal was not plugged in. Multiple tests were also performed with another foot pedal and power console in the or resulting in the same behavior." No patient impact was reported.